Manufacturer narrative:
Section : a4 and a5: unknown/ asked but not available. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non preloaded intraocular lens (iol) was explanted patient's right eye due to mechanical failure. There was no patient injury, no suture and no vitrectomy. There was incision enlargement. No other information is available.

Manufacturer narrative:
Device evaluation: visual inspection of the complaint lens reveal that it was coated in viscoelastic residue. The lens was cleaned, and no issues were identified that could cause or contribute to the complaint issue reported. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: upon additional information was received stating that that the patient was unhappy with quality of vision with symfony lens. There was no product problem. The patient was unhappy with quality of vision with the symfony lens. The poor quality vision symptoms were addressed (B)(6) 2024. There was no use error. The poor quality vision symptoms of the symfony lens affected the patient's daily activities. The lens that replaced the symfony lens, zlb00, +18.50 add +325. The patient reported improved vision with new lens. No other information is available. Based on the additional information received, the code from the initial MDR 3191-appropriate term/code not available, is no longer applicable. The following codes will be added to reflect the additional information. Section h6: health effect - clinical code: 2137 - blurred vision. Section h/6: medical device problem code: 2993 - adverse event without identified device or use problem. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.